Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was over 400, 435 mg/dl. The insulin pump had insulin flow blocked alarm and the infusion set cannula was bent. The customer declined the high blood glucose troubleshooting. The troubleshooting was performed for the flow blocked alarm and bent infusion set cannula. Customer states the insulin exited. The insulin pump will not be returned for analysis.